Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the medication is leaking past the stopper with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: when they are connecting the syringe to inject the medication the medication is spewing out the end of the syringe.

Manufacturer narrative:
H.6. Investigation summary: no sample or photo received for investigation. Twenty retention samples of the lot involved were evaluated for dimensional molded components (stopper-external diameter and cylinder-internal diameter), and leakage. No defect found, results were satisfactory. Additionally, the barrel molding file was reviewed and presented consistent results in the visual evaluation. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. H3 other text : see section h.10.

Event description:
It was reported that during use the medication is leaking past the stopper with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: when they are connecting the syringe to inject the medication the medication is spewing out the end of the syringe.